Event description:
The product was used during a colon resection procedure. Reportedly, the staples did not form properly and the device was difficult to open. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.